Event description:
A caller reported that the t:slim x2 pump battery would not charge. The battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on, so there was no adverse impact to the customer¿s blood glucose level. After leaving the pump plugged into a working outlet with the original charging supplies for at least 30 minutes, it began charging, and no further assistance was required.